Event description:
During an atrioventricular nodal reentrant tachycardia procedure, it was reported that there were noise on the body surface leads and intracardial signals both on the carto® 3 system and the recording system. The issue was resolved by rebooting the patient interface unite (piu) and tightening the location pad extension cable. The procedure was completed with no patient consequences. On (B)(4), received additional information requested from bwi representative stating that the noise signal occurred thru all 12 leads and intracardial signals on both systems at the same time. The noise was a wave of 60 cycles thru 12 leads and intracardiac signals every 2 to 3 seconds. The physician struggled to interpret both signals. Due to this information, this complaint became reportable.

Manufacturer narrative:
The investigation is still in progress. (B)(4).